Event description:
A patient reported experiencing inaccurate high results with a one touch basic enhanced meter. The patient's blood glucose results were 177mg/dl, 108mg/dl, 128mg/dl. Tests were done within 5 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.